Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. Device analysis determined the condition of the returned device was consistent with the complaint incident. There were numerous hypotube and shaft kinks. The majority of the balloon material was longitudinally torn. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was selected to dilate the lesion. However, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.